Manufacturer narrative:
Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
This is from conference presentation (B)(6). It was reported that there was confirmation of radiolucent line after tritanium cup implantation.